Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. In this case, the customer reported an explant at implant due to left ventricular rupture and commented that the, ¿stent post of this valve touched the left ventricle and resulted in left ventricle rupture.¿ there was the causal relation between the device and left ventricle rupture. The customer also commented that the, ¿smaller profile (stent posts) is preferred for this patient.¿ the IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm bioprosthetic pericardial mitral valve was explanted at implant due to left ventricular rupture (type iii), and the patient expired due to hyperkalemia. Per reported information, this valve was originally implanted to correct mitral stenosis. The customer reported, ¿the stent post of the 29mm bioprosthetic pericardial mitral valve touched the left ventricle and resulted in left ventricle rupture. There was the causal relation between the device and left ventricle rupture, however, it was not necessarily due to device malfunction. A smaller profile valve is preferred for this patient.¿ the device was replaced with a 27mm bioprosthetic mitral valve while the patient was on bypass. The patient had not been taken off bypass prior to explant of the 29mm bioprosthetic pericardial mitral valve. After explant surgery, cardiovascular failure appeared. Intra-aortic balloon pumping (iabp) and postoperative management, under hypothermia (28 celsius) and ventricular fibrillation, were performed since hemorrhage could not be controlled if pressure was raised. On postoperative day 9, the patient could not be weaned off from percutaneous cardiopulmonary support device (pcps) despite an attempt. Hyperkalemia appeared and resulted cardiac arrest as the patient expired on the postoperative day 10.